Event description:
Reporter confirmed that back to back tests done one after the other on the patient's ss meter (using different fingers on different hands) were hi, 166, 209, 217 and 298 mg/dl (120% difference). No symptoms were reported. Pt did not have supplies to do control test. Control solution was expired. Lfs rep reviewed qc procedures and discussed meter/lab comparisons with patient's parent and sent out new control solution and strips. There was no allegation of harm.